Event description:
It was reported that there was an error with the cgm, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information on how to reset the pump completely, and the caller planned to perform the reset at their convenience and would reach out again if the issue continued.